Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: during investigation, moisture was visible behind the display lens. During testing, the pump powered on to the verify screen with audible tones and no vibratory function. The display was found to be multi-colored. All of the keypad buttons were unresponsive due to moisture damage. The contrast keypad button responded appropriately to button presses. During evaluation, the battery compartment was found to be cracked from the threads to the case seal. There was no evidence of moisture in the battery compartment. The battery compartment cap was not able to fully tighten due to the battery compartment crack. During testing, powerloss was not observed. A leak test showed a leak at the battery compartment crack. The pump case was removed and evidence of moisture was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump would not power on after exposure to water while swimming. Reportedly, there was water in the battery compartment and behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.